Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the unspecified procedure, the endoscopic image became purple. And the user noticed that the bending section rubber of the subject device was peeled off. The user replaced the subject device with a similar device and completed the procedure. There were no reports of patient injuries related to this incident.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the subject device and confirmed that the insertion section had the problem. Omsc investigated the insertion section of the subject device and found the following. The adhesion part of the bending section was partially missing. The bending section rubber had a scratch. As a result of disassembling the insertion section, omsc confirmed that the outer sheath of the ccd cable was peeled off and the core wire was exposed. Therefore, there is a possibility that the ccd cable had a short-circuit. The device history record indicates that the subject device has been shipped in conformity to the specifications. There were no further details provided. If significant additional information is received, this report will be supplemented.